Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. D10: section d information references the main component of the system. Other relevant device(s) are: product ID: m728894b233, software version #: 2.0.0 f1908: delay of less than one hour f26: no patient impact g2: this event occurred in australia, see section e. H3, h6: the system was serviced in the field. No failures were found. Codes b01, c19, and d14 are applicable. H3, h6: software analysis was performed. It was found that there was insufficient information to determine whether a software anomaly contributed to the event. Codes b01, c19, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system used in a cranial resection. It was reported that the patient was undergoing a transsphenoidal resection of pituitary tumor utilizing cranial software on the navigation system. A CT MRI were acquired from the hospital pacs (picture archiving and communication) system and auto-merge was completed and verified by registrar. Registration model displayed using CT as reference scan did not show a smooth surface and showed axial slices through out model. Reference model was changed to mr which provided a smoother, better looking registration model. Trace registration was attempted with a touch-n-go pointer however immediately appeared not to work as normal. Although normal 'beeps' were heard while collecting trace the dots did not appear on the surface of the model. When some dots did appear they were on the posterior surface of the head while the surgeon was tracing on the patients' forehead. The surgeon persisted but was not able to gain an accurate registration. Both patient tracker and tracer were visible in tracking window at all times. As the surgeon doesn't typically use a touch-n-go probe they requested a tracer pointer which they were provided. They attempted registration again with the same result. The model was changed to CT as the reference scan and registration was attempted again with the same result. The surgeon switched back to MRI, added "3 point touch" into registration orientation in admin options. After collecting 3 point touch landmarks at the start of registration the system seemed to orient the patient scans and trace points started to collect more accurately (appeared to be tracing on forehead when tracer was in fact on forehead). A navigable registration was achieved which was verified and accurate. The case proceeded and navigation remained accurate for duration. No impact on patient outcome. Surgical delay of less than 1 hour.